Manufacturer narrative:
. Based on information discovered following submission of the initial report, this event does not meet criteria for reporting as a serious injury. As the event occurred when opened with no patient contact. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received, that reported the haptic was found to be malformed when opened with no patient contact.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that during a cataract surgery with an intraocular lens (iol) implantation, the lens was defective. Additional information has been requested.